Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose level. Reportedly, the customer changed supplies and resumed insulin delivery. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support.